Event description:
It was reported that this patient with a 23mm 3300tfx aortic valve, implanted for six (6) years and seven (7) months, underwent a valve-in-valve procedure due to leaflets motion restricted, severe symptomatic aortic stenosis, and moderate aortic insufficiency. The patient presented with acute on chronic diastolic and systolic heart failure and nyha IV. The tavr was performed with a 23mm 9750tfx valve without complication. The patient was transferred to the ICU in stable condition. Per the medical records -prior to tavr in preop bay, the patient had altered mental status and an unresponsive episode, most likely respiratory arrest due to aspiration pneumonia, but he quickly recovered. A right arm elbow abscess was also present on admission. Ef on echo 10-14%.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(Type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including cad and hld.